Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was air in the patient line. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice during use during initial drain. The patient was connected. The baxter technical service representative (tsr) had the cg perform troubleshooting steps and the cg found that there was a large gap of air in the patient line. The tsr advised the cg to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the cg on the (B)(6) 2011 regarding the reported low drain volume alarm, in which air was found in the patient line. The cg stated they were able to continue therapy after starting over with new supplies. The cg stated they did not notice any visible damage or abnormalities with the supplies in use, and did not know how air might have got into the line. The cg did speak with the nurse about the alarm. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.